Event description:
As reported by navilyst medical's distributor in the (B)(4), an indwelling PICC device had to be removed due to a crack in the valved hub luer. This was noticed during flushing of the device. No patient injury or complications were reported. The used device will not be returned.

Manufacturer narrative:
As no lot number was provided as shipping history report (shr) was generated to determine the last 3 lots shipped to the complaint reporter in the six months prior to the complaint report. The device history records of the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The navilyst medical february 2014 complaint report was reviewed for the bioflo PICC product family and failure mode of "hub broken." No adverse trends were identified. Although the reported complaint description cannot be confirmed, as no sample ws returned for evaluation, the most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector).